Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 70 mg/dl and 111 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Customer had woken up feeling symptoms of hypoglycemia about 30-40 minutes prior to these results. The customer successfully treated the hypoglycemic symptoms by consuming a jelly sandwich and a glucose gel tube at that time. Requested return of suspect device and replacement was sent.